Manufacturer narrative:
D4 - primary UDI number and h4 - device mfg date; corrected. D9: date returned to mfg.: 9/30/2024 b5 - describe event or problem, h3 and h6. Codes: updated. One device was received for evaluation. The complaint was confirmed by visual inspection. The block assembly, power switch, printed circuit board (pcb), and enclosure at drain fitting were broken. The root cause of the damage was not identified. The device history records were not reviewed. No action was taken due to the condition of the device. It was deemed beyond economical repair and was scrapped.

Event description:
Additional information was received stating the issue was discovered prior to patient use, during preventive maintenance. No patient involvement and no harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device has broken connector. There was patient involvement, and no patient harm/adverse event reported.